Event description:
It was reported via repair work order that the foot left siderail was stuck in the lowest position due to timing link corrosion caused by fluid intrusion. It was also reported that the power cord ground prong was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.